Manufacturer narrative:
Concomitant medical products: product ID: 7489000103, serial #: (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 7489000103, serial/lot #: (B)(4), ubd: 04-aug-2008. Phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced increase pain and symptom return. Diagnostics/troubleshooting was performed, the impedances were measured. Electrodes 0 and 2 were >4 ,000 ohms on the lead. It was confirmed that there was no issue with the ins and that it was still implanted. The issue was only with the extension, it was broken. The action taken to resolve the event was the extension was replaced. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Device analysis for extension (B)(4) revealed the body conductor broken, coiled wire in body. The outer insulation had breached depression, exposing the conductor from the proximal/distal end. Conclusion code belongs to the extension. If information is provided in the future, a supplemental report will be issued.